Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently the patient underwent revision surgery to excise the excess skin on an unreported date. The implanted device remains.